Manufacturer narrative:
Manufacturer's investigation conclusion: the report of cosmetic damage to the driveline could not be confirmed. Additionally, the submitted log file appeared to show the system operating as intended and no unusual alarms were noted. Multiple requests for additional information were sent to the customer; however, no response has been received at this time. The patient remains ongoing on vad support and no further issues have been reported. The hmii lvas IFU lists all adverse events that may be associated with the use of heartmate ii left ventricular assist system and the proper actions associated with them. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient applied electrical tape around percutaneous lead. The device was working as intended and the account did not wish to pursue a cosmetic repair to the external percutaneous lead. A log file review was performed by manufacturer's technical service and no unusual event or alarm was identified. No additional information was provided.